Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2013-13950 and 1627487-2013-13951. The patient reported he was not receiving effective stimulation coverage. The patient stated the had turned off his stimulation a couple of months ago and would like to begin using it again. Follow-up information identified the patient was having difficulty charging his ipg battery, it appears to be depleted due to not charging.